Manufacturer narrative:
The actual device in the incident was returned to the MFR for eval. Visual inspection of the returned unit indicates that the unit was not used in vivo. The unit did not pass proximal continuity testing. Microscopic investigation of the proximal electrode discovered that the proximal wire was not soldered completely. Minimal solder is evident and therefore, during manipulation contributed to disconnection.

Event description:
Pacing failure. No response from product.